Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge service territory manager that discovered the issue stated that the batteries were installed on 12/2016 and had ten (10) discharge cycles recorded. To address the issue the stm replaced the batteries and completed the pm. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. The initial reporter is a getinge employee who has different contact details from that of the event site. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) failed the battery runtime test. There was no patient involvement and no adverse event reported.